Manufacturer narrative:
(B)(4). P-cap / reservoir locks properly into place. Device nit passed rewind and self test, however unit failed prime/seating due to failed force sensor(-477.0mv at zero offset). Unable to perform displacement test, basic occlusion test, force sensor test, and occlusion test or verify no delivery alarm due to prime/seating anomaly. The following were noted during visual inspection: scratched case and cracked keypad overlay. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that the insulin pump had insulin flow blocked alarm. Customer was assisted with trouble shooting but insulin did not exit. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.